Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. No ventilator inoperative codes were noted in the device's downloaded event log. Service required alarm conditions indicating a battery failure were observed. The device's internal battery was replaced to address the issues. Additionally, during the evaluation a service required alarm indicating the keypad was stuck was observed. The device's system board was replaced to address the issue. There was no allegation this issue caused the device to fail to deliver therapy as designed. During the evaluation of the device at the manufacturer's service center, the silver frame around the power button was missing. The device's vanity cover assembly was replaced to address the issue. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.